Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the insulation of the right ventricular (rv) lead appeared to be damaged upon removal from its packaging. The insulation damage was confirmed visually. The rv lead was not used and was replaced. The patient remained stable throughout the procedure.